Manufacturer narrative:
Carefusion complaint #:(B)(4). If the additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that during pre-use check of the vela ventilator, the unit was alarming "xdcr fault" (transducer fault) and the exhaled tidal volumes were greater than what was set. The customer reported there was no patient involvement.